Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone slightly distal to the bevel edge; the fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone under the metal cap; the metal cap exhibits mild detritus adhesion; the glass cap exhibits mild devitrification at the output window; the fiber proximal to proximal fracture can rotate independently of metal cap; the metal cap and the outer flow tubing at the location of the proximal fracture exhibit melting. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 200,000 joules while using the surgical fiber during a prostate procedure, the fiber output beam began flash and the fiber did not vaporize tissue as it should (fiberlife mode activation). Time expended: 21 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.